Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed. ¿clinical analysis of abnormally elevated serum cobalt ion concentration in patients undergoing revision total hip arthroplasty with cobalt containing materials.¿ written by gu jianming, feng xiao, duhui, shao hongyi. 01 mar 2021. The article's purpose was to analyze the abnormal increase of preoperative serum cobalt ion concentration in hip revision patients with cobalt containing materials. Patient data: patient 1: female, patient 3: female. Depuy products: asr total hip construct used in 2 confirmed instances. All other implants are either unconfirmed or noted to be competitor. Adverse events patient 1: loose acetabular prosthesis, metal wear, elevated metal ions (87.5 g/l). Patient 3: loose acetabular prosthesis, trunnion corrosion, elevated metal ions (11.2 g/l).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.